Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure #50.

Manufacturer narrative:
Updated data : b4, e1 ( name & email ) g3, g6, h2, h10, h11 corrected data : b5, b6, b7, d10, h6 ( impact & clinical code).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure #50. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. The unit was put back into clinical use after being repaired by a third party company. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.